Event description:
The customer stated that he was hospitalized for low blood glucose levels. The reported blood glucose reading at the time of the call was 152 mg/dl. Prior to the event, the customer woke up feeling like his blood glucose levels were low. The paramedics were called and treated the customer. The customer also stated that he wore the insulin pump during a cat scan six weeks earlier. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.